Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. Another blood glucose was 172 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food and glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The device will be returned for analysis.